Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed.

Event description:
It was further reported that the complication was a cardiac tamponade. The patient had successfully recovered from the event. No further information was provided.